Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event where a patient was receiving a continuous intravenous heparin infusion experienced an unintended rapid infusion event. The heparin infusion was ordered and programmed to run at 1,150 units/hour in accordance with the established heparin protocol. A new heparin bag was initiated at 1214 hours following independent dose and rate verification by two registered nurses using the patient¿s most recent ptt result. The infusion pump was programmed to deliver heparin at 1,150 units/hour. During the scheduled infusion check at 1315 hours, nursing staff noted the heparin bag was nearly empty despite the prescribed infusion rate. The pump alarmed at this time, and the infusion was immediately stopped. A second nurse independently reviewed the pump programming and confirmed that the programmed settings were correct. The patient was assessed immediately following identification of the event. No signs or symptoms of bleeding were present, and vital signs remained stable. The responsible medical team, charge nurses, and unit manager were notified. The heparin infusion was held, and urgent coagulation studies were obtained. Protamine 100 mg IV was administered as a reversal agent under close monitoring, with no adverse effects observed during administration. It was reported that there was an event where a patient was receiving a continuous intravenous heparin infusion experienced an unintended rapid infusion event. The heparin infusion was ordered and programmed to run at 1,150 units/hour in accordance with the established heparin protocol. A new heparin bag was initiated at 1214 hours following independent dose and rate verification by two registered nurses using the patient¿s most recent ptt result. The infusion pump was programmed to deliver heparin at 1,150 units/hour. During the scheduled infusion check at 1315 hours, nursing staff noted the heparin bag was nearly empty despite the prescribed infusion rate. The pump alarmed at this time, and the infusion was immediately stopped. A second nurse independently reviewed the pump programming and confirmed that the programmed settings were correct. The patient was assessed immediately following identification of the event. No signs or symptoms of bleeding were present, and vital signs remained stable. The responsible medical team, charge nurses, and unit manager were notified. The heparin infusion was held, and urgent coagulation studies were obtained. Protamine 100 mg IV was administered as a reversal agent under close monitoring, with no adverse effects observed during administration. Subsequent coagulation studies demonstrated ptt values greater than 169 seconds on three separate samples, prompting consultation with hematology. Ongoing serial coagulation monitoring was completed, and the ptt normalized to 34.9 seconds by 1904 hours. Following hematology consultation and reassessment by the medical team, the heparin infusion was restarted at the original prescribed rate of 1,150 units/hour per protocol. There was patient involvement, however outcome is unknown. Subsequent coagulation studies demonstrated ptt values greater than 169 seconds on three separate samples, prompting consultation with hematology. Ongoing serial coagulation monitoring was completed, and the ptt normalized to 34.9 seconds by 1904 hours. Following hematology consultation and reassessment by the medical team, the heparin infusion was restarted at the original prescribed rate of 1,150 units/hour per protocol. There was patient involvement, however outcome is unknown.